Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while on tissue, bowel during a laparoscopic gastric bypass, the reload did not fire. It blocked after trying to fire the device. A new reload was used to complete the case. There was no patient injury.